Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tsr, dr (B)(6), (B)(6) hospital (B)(6) 2018. Primary implant (B)(6) 2018. Revision for: fractured greater tuberosity. Peri prosthetic fracture. Patient fell and fractured greater tuberosity. On evaluation, surgeon decided a reverse total shoulder would be the best procedure for functional outcome. Female patient initial (B)(6), aged (B)(6) years. Doi: (B)(6) 2018; dor: (B)(6) 2018; unk shoulder.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.